Event description:
The service report shows that while performing a preventive maintenance service on the device, the co customer support engineer (cse) discovered that the audio alarm was intermittent. The cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.